Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched/damaged at the proximal section and deformed, which is consistent with the condition described in the reported event. Further inspection found the pusher hypotube broken at the distal end. The proximal portion of the pusher was not returned for evaluation. Due to the condition of the pusher, the investigation could not test for or further assess the alleged non-detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces that exceeded the implant's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces that exceeded the pusher's tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: observed coil stretching when deployed in the aneurysm and two separate controllers failed to detach the coil. Observed red light immediately on both separate controllers. Coil was retrieved using a 2mm goose-neck snare. Case completed. No patient injury report.